Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient reported receiving ¿too much insulin¿ from their insulin pump due to inaccurate cgm readings. No specific cgm values or blood glucose measurements were provided. Although the patient did not describe particular symptoms, it was understood that a hypoglycemic event occurred. The patient contacted emergency services and was transported to the emergency room. The patient declined to provide additional details regarding treatment received, duration of the hospital stay, or their condition following the event. No further information was obtained, and the patient declined to share further details. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.